Manufacturer narrative:
(B)(4). The insulin pump was received with a critical pump error (open book image) due to moisture damage on the electronic assembly. Unable to perform the functional tests, including the self test, sleep current measurement, active current measurement, rewind, prime/seating test, basic occlusion, occlusion, force sensor and displacement test due to the critical pump error. Unable to download due to download anomaly. The insulin pump was received with a cracked case (battery tube), cracked battery tube threads.

Event description:
Information received by medtronic indicated that insulin pump was beeping and the screen now was blank. It was exposed to water. There was a crack at the top of the battery compartment. The insulin pump was exposed to water. No harm requiring medical intervention was reported. The customer was assisted with troubleshooting. The device will be returned for analysis.